Event description:
It was reported "pump screen has missing pixels that create a glitch in viewing the full screen image." There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.